Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one pt. A pt sample was tested for accu tni and a result of 0.55 ng/ml was obtained. The result was reported out of the lab. On the same day, the original sample was re-tested twice and two results of 0.01 ng/ml were obtained. There has been no report of death, injury, or change to pt treatment as a result of this event.

Manufacturer narrative:
Qc was in range before and after the event. A system check performed on 06/24/08 failed partially and passed upon repeat. Per customer, no errors were posted to the event log on the day of event. The specimen type was lithium heparin plasma collected in a 13 x 100mm bd gel tube and centrifuged at 4,000 rpm for 5 minutes. Per tube manufacturer's insert, the recommended centrifuge time is 10 minutes. The specimen spinning time was discussed with the customer. A field service engineer (fse) was not dispatched for this event as the customer declined service. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.